Event description:
The manufacturer received information alleging a ventilator had an abnormal leakage sound coming from the device. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. The abnormal sound was due to the device's oxygen blending module assembly not functioning properly. The oxygen blending module assembly was replaced to address the issue.